Manufacturer narrative:
The intraocular lens sample was returned to manufacturer for evaluation. Visual inspection with the unaided eye revealed that the lens was received cut in half. The lens condition is consistent with a lens that was explanted from the patient's eye. Due to the damaged condition of the return sample, no further product testing could be performed. A manufacturing record review was performed; no deviation was identified or non-conformance report (ncr) was generated during the manufacturing process. All process operations presented in the manufacturing record from product generation to product boxing were in compliance with manufacturing instruction and specifications. All tests results showed a pass condition. The documentation shows that the production order was manufactured according to specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the intraocular lens was explanted in a secondary procedure due to ''hyper-optic'' outcome. There was no enlarged incision reported. There was no patient injury reported. Follow-up indicated that patient outcome was satisfactory. No further information was provided.